Event description:
The operating room staff member reports she opened a bard sixteen french bardex lubricath foley tray. The practitioner was putting on the latex free powder gloves contained within the kit. She noticed the middle finger tip on one of the gloves was bunched together. When she pulled the fingertip apart multiple small holes were clearly visible throughout the finger tip. She immediately removed the gloves, set them aside and acquired a second pair of gloves from the normal inventory and proceeded to place the foley. There was no injury or impact to the patient as this was found prior to handling anything with these gloves. The glove wasv retained for evaluation purposes.